Event description:
The customer reported via phone call that the insulin pump began to scroll when the customer attempted to suspend the insulin pump. It was also found the customer received a button error alarm after they replaced the battery. Customer also reported none of the buttons were functional on the insulin pump. The customer's blood glucose was 274 mg/dl. The customer stated the insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No unexpected display scrolling during testing. The insulin pump was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.